Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. Review of the device history record for 00515048200, lot number 63347735, identified no relevant deviations or anomalies. Product examination found that the battery pack had ruptured before this unit had been used. This complaint is confirmed. The root cause of the reported event is a short circuit of the unit. However, the source of this short circuit could not be determined due to the extent of the damage of this unit. Procedure was created to address the length of the wires inside the battery pack in order to eliminate the need to fold them, reducing the likelihood of a short circuit. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the pulsavac kit was needed for a case. When the unit was removed from its outer packaging it was obvious that something had gone wrong with the batteries. Photographic evidence was provided showing evidence of battery expulsion. Additional information was received on november 10, 2016 stating that the hospital has quite lot of stock which they wish to swap out, from battery to mains powered pulsavac, in light of this incident. The event occurred prior to surgery and there was no medical intervention or additional surgical procedure required. There was no surgical delay or injury to the patient or operator.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Photographs were provided by the customer. Visual examination of the photographs confirmed that the batteries in the battery pack had ruptured. A complaint history review was performed using the timeframe from (B)(6) 2015 to (B)(6) 2016. (B)(4) complaints were found that were assigned hazard ID 3.3.9 ¿battery pack fails due to battery venting or anode ejection.¿ as part of their respective risk assessment. The scope of this search includes all part numbers contained within rmf-130 line item. A device history records review was performed. This device was manufactured and placed into inventory on (B)(6) 2016. There were no relevant non-conformances, request for deviation¿s (rfd¿s), engineering change notices (cn¿s) or other issues reported on this production lot. All inspection and testing was successfully completed in accordance with the written work instructions. This incident was confirmed using photographs provided by the customer. Without an evaluation of the actual device, a specific root cause cannot be ascertained. The cause for the batteries to rupture is due to an electrical short in the electrical circuit. Historically, this short circuit was found to be caused by a bare spot on the insulated coating of one wire grounding out against the battery terminals. This continuous electrical short could cause the batteries to overheat and the gases build up inside the battery until it ruptures. With just the available information, the most likely cause for this event is an isolated manufacturing operator error during production.